Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lead was fixed, it was tested again, and the threshold was too high. The position was changed repeatedly but the ideal threshold could not be reached. The lead was removed and replaced. No patient complications have been reported as a result of this event.